Manufacturer narrative:
Additional information provided in d.10. And h.10. Information was provided that indicated the use of a qualified cartridge and viscoelastic. An unspecified company handpiece was indicated. This lens model is only qualified for use with a company handpiece and a qualified lens/cartridge combination. It is unknown if a qualified handpiece was used. The sample has not returned. It is unknown if a qualified handpiece was used with the qualified lens/cartridge/viscoelastic combination. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic visco surgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the intraocular lens (iol) implantation that the lens had scratch on optic area. The lens was removed and exchanged for another iol. Surgery was slightly delayed but concluded during initial procedure with no adverse effect occurred in the patient. Additional information has been requested.